Manufacturer narrative:
(B)(4). Routine maintenance was not performed as prescribed by the manufacturer's operators manual and multiple scheduled replacements of the oxygen sensor were missed. The laboratory evaluation points to the stiff knob which doesn't bind mechanically. As per log analysis, the mechanical fault caused the electronic patient gas system (epgs) to be knob adjust only. Thus, epgs can not be operated by the central control monitor (ccm) when the stiff knob causing it to be knob adjust only. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Data logs were received by the manufacturer on 10-sep-2015 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) malfunctioned. The gas system was unable to be operated by the central control monitor (ccm). There was no delay nor blood loss. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). Per follow-up with the subsidiary site on 25-sep-2015: the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The user did use a vaporizer and mechanical gas flowmeter on the case. The reported complaint was confirmed. As per log review, the reported issue occurred date is (B)(6) 2015 but the log only shows the log was exported on that date, and no indication the gas system was used. The last time the gas system was used is (B)(6) 2015. On that date the log confirms the reported issue where the gas system could not be controlled by the ccm. After a successful calibration, a flow motor/mechanical fault was reported causing the gas system to be knob adjust only (reported issue). This indicates a problem with the flow motor or possible a mechanical bind with the flow knob. The log also shows calibration fail sometimes with "o2 sensor out of range at calib" with the oxygen (o2) sensor value being low (4.44 volts (v), 4.52v, and 4.96v). This indicates the o2 sensor should be replaced as well. During the laboratory evaluation the product surveillance technician (pst) found the flow knob very stiff to turn and it did not move during calibration attempts. Calibration would fail and a ¿service gas system¿ error would occur as the flow would not reach the calibration flow rate of 5 liters per minute (l/min). The pst connected the epgs to a system-1 simulator and ccm, attached o2 and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.45v, within the specification of 0.55-2.758v. After the successful calibration, the flow knob did not rotate to bring the flow rate back to zero. Flow stayed at 5 l/min after calibration was finished. The pst turned the flow knob by hand and it was extremely stiff to turn. Another attempt to calibrate resulted in the flow knob not turning, calibration failure and a ¿service gas system¿ error message on the ccm. Further investigation reveals that the o2 sensor was replaced on 17-may-2014 during reconditioning of the epgs. As per manufacturer operators manual, the o2 sensor needs to be replaced every six months. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 5-oct-2015: during this procedure and during cardiopulmonary bypass (cpb), the user lost the ability to control the electronic patient gas system (epgs) with the central control monitor (ccm) sliders. According to the email from the subsidiary site and data logs also confirm, the epgs was able to be calibrated. During cpb, initially, the sliders were used to adjust gas flow and fraction of inspired oxygen (fio2). Later in the case, the user lost the ability to adjust epgs conditions with the ccm sliders. They were able and did use the manual controls and the data logs confirmed that manual controls were used. According to subsidiary site, there were no issues with adequate oxygenation (blood color was acceptable). The case was completed successfully, without delay and without associated blood loss and no harm was observed.